Event description:
A medtronic rep reported a 2-3mm inaccuracy during a case with the s7 navigation system. No impact on the pt's outcome was reported.

Manufacturer narrative:
The software has not been evaluated as of the date of this report.